Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected power loss alarms noted during testing. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power loss alarm. The customer¿s blood glucose during the incident was 183 mg/dl. Troubleshooting was performed. The device will be returned for analysis.